Event description:
It was reported that a sterilization issue occurred. During unpacking of a flexima temptip nephrostomy, it was noticed that the shipping box was fine. After getting the product out of the box, it was noted that the sterility of the product was compromised. No patient complications were reported as there was no patient involvement

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original sealed pouch. The unit returned has the pouch damage, as part of overall visual revision. The visual inspection of the returned device showed that the seals have not anomalies or damages, however the pouch was received damaged (broken). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a sterilization issue occurred. During unpacking of a flexima temptip nephrostomy, it was noticed that the shipping box was fine. After getting the product out of the box, it was noted that the sterility of the product was compromised. No patient complications were reported as there was no patient involvement

Manufacturer narrative:
(B)(4).